Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy procedure, upon insertion of the healicoil anchor in the bone, the suture visibly loosened. The procedure was completed with non-significant surgical delay using a back-up device in an additional bone hole. No further complications were reported.

Manufacturer narrative:
H10: h2: additional information on b5 and h6 (health effect - impact code). H3, h6: the reported device was received for evaluation. There was a relationship between the device and the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection found the device was returned with the distal anchor separate from the rest of the device. The inner plug was advanced all the way forward but not threaded to the distal anchor, indicating the distal anchor fell off prior to the inner plug securing the suture in place. A functional evaluation found that once the inner plug was reset to starting position and the distal anchor placed back on the inserter, the inner plug mated to the distal anchor as intended and both pieces came off the inserter together. The proximal anchor could be advanced as intended. It was communicated via e-mail that the anchor was retrieved from the patient, ¿surgeon placed the inserted back into the anchor, loosened the black knob and backed the anchor out.¿ the procedure was completed using a back-up device. It was also reported that an additional bone hole was required to complete the procedure and the impact to the patient is expected to be minimal. Since no further harm is anticipated no further clinical assessment is warranted at this time. The complaint was confirmed and the root cause was associated with an unintended use of the device. Factors that may have contributed to the inner plug not threading to the distal tip in order to hold the suture in place include off-axial insertion, movement of the inserter prior to the full deployment of the inner plug, or contact with the distal anchor. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an arthroscopy procedure, upon insertion of the healicoil anchor in the bone, the suture visibly loosened. The anchor was removed from the patient. The procedure was completed with non-significant surgical delay using a back-up device in an additional bone hole. No further complications were reported.